Event description:
During an incident in 2004 involving a patient in cardiac arrest with CPR in progress, one electrode pad, from a just opened package, would not release from its paper backing. Another package was opened immediately and was applied. The defibrillator analyzed, charged and aborted shock 2 times, CPR was continued and the patient was pronounced at the ER. The reporter stated that patient care was not compromised.